Event description:
Six months after having lasik surgery, I woke up blurry in my left eye, went to lasik doctor thinking I needed an adjustment. He tells me I have a detached retina from 2-8 o¿clock-half my retina is detached. I didn¿t get hit or poked in my eye. I woke up that way. I have a surgery on (B)(6) 2012. A full sclera buckle is attached with a gas bubble, out of work 6 weeks. I go back for one of many follow-ups in (B)(6) and retina doctor sees tear in my right eye. He says he can fix it in a minor 5 minute laser surgery to fuse the tear and I will not have to do the retina surgery. I agreed. (B)(6) I am in for follow-up and now he sees fluid behind retina in right eye and need emergency surgery next day. They put a half buckle on my right eye. So, for 6 months I had great vision. Now I am near-sighted in my left and not back to where I was with lasik in my right. I am also getting double vision in my left eye and the retina doctor says that it is cataracts advancing and I will need surgery within the year. Something has to be done. I was a perfect candidate, passed all tests. Both lasik and retina doctor say, ¿it happens¿. I don¿t think so. There was a slip of the laser or not calibrated correctly, or something. This needs to be looked into as soon as possible. I am finding I am not the only one.